Event description:
It was reported that there was an error received when trying to print episode data. No patient complications have resulted from this event. The device remains activated and in use.

Manufacturer narrative:
This report is being filed under (B)(4) for a 2 year retrospective review of reported events where the product was still in use; data range 03/30/2008 and 03/29/2010. This medwatch report represents 1 of 262 events (event type code malfunction. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.